Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 30nov2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer is requesting support for a unit that is failing "test 9-gas volume accuracy" no patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
B4: 24jan2019 , g4: 23jan2019, the FDA registration number used in the original report dated 30nov18 was incorrect. Please reference MFR#2031642-2019-00518 dated 24jan2019 for corrected FDA registration number. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
B.4: 24jan2019, g.4: 21jan2019. The customer reported that no tidal volume is measured by the certifier when in ramp mode. Tidal volume measurement is only present at 500ml and 1 l in the square wave mode. Philips customer support recommended the customer to review the certifier trigger setting. The customer verified the failure symptom using tsi and fluke certifiers. No parts were returned to philips for analysis, therefore, a root cause could not be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer is requesting support for a unit that is failing "test 9-gas volume accuracy" no patient harm reported. The event date was not specified; estimate used.